Event description:
It was reported that a remote monitoring transmission indicated that the battery voltage was not measured. An additional manual remote transmission was performed and the battery voltage was displayed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.